Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented through merlin.net transmission, pacemaker-mediated tachycardia episodes were observed. Earlier, device was oversensing far-r wave and programming changes were made. Pmt episodes were noted after device reprogramming. Additional programming changes were recommended. Patient will be called in clinic for further evaluation.